Manufacturer narrative:
Although requested, the device was not returned for evaluation. As a lot number was not provided, a device history record (DHR) review could not be performed. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. Investigation of the event is ongoing and a follow-up report will be submitted upon completion.

Event description:
Reportedly, a posterior capsule tear was observed during implant. The iol was removed and a three piece lens was implanted. Additional information was requested but not received.